Event description:
The next day following the procedure, the patient had elevated enzymes and was diagnosed with a myocardial infarction. The patient was not given any treatment, simply observed in the hospital. The patient was enrolled in the (B) (4) study with a lesion in the left posterior lateral artery. The first lesion was 8mm in length with 90% stenosis and the vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5 x 13mm cypher stent was implanted at 12atm. The second lesion was 15mm in length and the vessel was 4.5mm in diameter. Then, a 4.0 x 24mm taxus liberte stent was implanted, as there was ulcerated plaque in the mid graft.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient was diagnosed with a myocardial infarction the day after having a coronary artery stent implanted. The patient's medical history is significant for angina, coronary artery bypass graft surgery, hyperlipidemia, and previous myocardial infarction (mi). The target lesion was the left posterolateral branch. The lesion was described as de novo, anatomically complex and 90% stenosed. The lesion was pre-dilated with a 2.5mm x 12mm balloon at 8 atms followed by the implant of a 2.5mm x 13mm cypher rx stent at 12 atms. The stent was post-dilated for optimal expansion. A 4.0 24mm taxus stent was also implanted in a saphenous vein graft, it is unknown to what vessel the svg is anastomosed to. This lesion was treated due to ulcerated plaque in the graft. The day after the procedure the patient's cardiac enzymes were elevated and this was diagnosed as an mi. The patient was not given any treatment and was discharged from the hospital two days after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
A 2.5 x 12mm balloon catheter and a 3.0 x 8mm balloon catheter were used during the index procedure. Additional information will be submitted upon 30 days of receipt.